Event description:
The facility representative reported a flogard infusion pump alarmed failure code 38. It is unknown in which care area or the process step that this event occurred. There was no patient involvement, injury, or medical intervention for the reported event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during device evaluation. The right force sensing resistor (fsr) was found to be damaged. The right fsr was replaced to resolve the issue. The evaluation was performed onsite by a field service technician. Should additional relevant information become available, a follow-up MDR will be submitted.